Manufacturer narrative:
(B)(4)

Event description:
Building healthy lifestyles contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on 07/07/2016. The building healthy lifestyles did not report injury or medical intervention. No additional patient or event information is available.